Manufacturer narrative:
On (B)(4) 2013, isi contacted the risk management department of the site to obtain additional information regarding the reported event. The risk manager indicated that she could not provide any information regarding the reported incident. Isi has reviewed the system error logs for the site with a date of (B)(6) 2011 (the date of the reported surgical procedure). Based on a review of the system error logs, there is no evidence that a malfunction of the da vinci si system, an instrument, or an accessory occurred during the surgical procedure. Based on the information provided, it is unknown if the da vinci si system, an instrument, and/or an accessory caused or contributed to the patient's reported injury. At this time, it is unknown how the patient's vagus nerve was allegedly injured. A follow-up MDR will be submitted if additional information is received.

Event description:
On (B)(4) 2013, intuitive surgical inc. (Isi) received a legal complaint with the following allegation: it was reported that shortly after a da vinci si nissen fundoplication procedure performed on (B)(6) 2011, the patient reportedly developed gastroparesis. The patient consulted with a gastroenterologist who concluded that the patient's gastroparesis allegedly developed because her vagus nerve was damaged. No further clinical information was provided.